Manufacturer narrative:
(B)(4).

Event description:
It was reported by the hcp that the patient experienced an infection. The device was explanted. Additional information has been requested, but was not available as of the date of this report.